Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated restenosed mid right coronary artery (rca) with two xience v stents and direct stenting int he restenosed proximal rca with one xience v stent. On (B)(6) 2010, the patient was admitted through the emergency room after having experienced sudden, constant chest pain for one hour while at rest and was found to have elevated cardiac enzymes and troponin. The patient's electrocardiogram showed an inferior st elevation, q wave myocardial infarction requiring an emergent cardiac catheterization for percutaneous coronary intervention in the rca with two non-abbott stents. The patient was discharged on (B)(6) 2010. Though requested, no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that the 2.75 x 28mm xience v stent was implanted to treat restenosis, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that there was in-stent restenosis of the more distal stent in the mid rca, the 2.75 x 28 xience v stent.

Manufacturer narrative:
(B)(4) (incorrect anatomy, no pre-dilatation). (B)(4). The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). This is the correct part number for the restenosed 2.75 x 28 xience v stent.